Event description:
Covidien received information stating that the ht70 plus ventilator unit shut down automatically during ventilation while it was connected to the ac power. There was no patient involvement.

Manufacturer narrative:
The failure occurred during initial use and set up of the device. Covidien reference; (B)(4).